Event description:
It was reported that there was a plate revision that had a nonunion and was broken.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report. Device will not be returned

Manufacturer narrative:
Evaluation summary: this device is a concomitant screw which did not lead to the plate breakage. If any additional information is provided indicating otherwise the investigation will be reworked.

Event description:
It was reported that there was a plate revision that had a nonunion and was broken.